Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge leak has been completed. A catheter kink was found proximal to the pump handle. After reviewing the clinical information, it was determined that the cause of the purge leak was most likely sidearm bond damage due to excessive force on the sidearm during use. As noted in the impella IFU: purge leak: pump impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, a broken sidearm was found on the device. A sidearm bypass was applied and the device was removed, revealing a catheter kink proximal to the pump handle. The patient ultimately expired, but no direct allegation was made relating the impella to this event. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).